Event description:
It was reported that the right ventricular (rv) load was explanted due to oversensing. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).